Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) implantable pulse generator (ipg) implanted: 2011 (B)(6); 5554 implantable pacing lead implanted: 2004 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced high impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.